Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer had been having low blood glucose with his pump in the range of 50mg/dl. Customer's wife stated that the customer treated the low blood glucose with 4 to 6 ounces of juice along with cheese peanut butter crackers. Customer's wife declined to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.